Manufacturer narrative:
Event date: more than 3 months. (B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The lesion was described as very calcified. After removal of the 2.25x28mm promus element pluss stent, it was noticed that one strut of the stent was raised. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual examination noted severe stent strut damage, primarily located towards the distal section of the stent. Further review, found that this section of the stent was stretched out distally over the tip of the device. The proximal section of the stent had not moved and had remained securely crimped to the balloon. A severe kink was also noted in the shafts' inner core wire approximately 10mm proximal to the exchange port. No further damage noted which could have contributed to the reported complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The lesion was described as very calcified. After removal of the 2.25x28mm promus element pluss stent, it was noticed that one strut of the stent was raised. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.